Event description:
It was reported that during a unspecified procedure a balloon rupture occurred. The 70% stenotic, de novo lesion was located in the moderately calcified and mildly tortuous proximal diagonal artery. Access was obtained through the right femoral artery. The physician advanced the 2.5x12mm apex balloon to the lesion and on the first inflation, inflated the balloon to 10atms for ten seconds and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was completed with another 2.5x12mm apex balloon. Patient status is reported as "ok".

Manufacturer narrative:
(B)(4): the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)